Event description:
Femoral jig bolt would not unlock from femoral rod resulting in surgical extension.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been complete.